Event description:
Placed right jugular under fluor0scopy. Uneventful placement. Two hours post placement, when manitol was being continuously infused over 1/2 hour through the white lumen, swelling was noticed in the subcutaneous tunnel. The infusion was discontinued and the line was x-rayed. The linogram showed a leakage of contrast in the right neck near apex of line into soft tissue. The line was removed and the cuff was noticed to be right at the exit site.